Event description:
It was reported an x-ray was performed, and the leads had migrated. The physician referred the pt to a neurosurgeon for surgical lead placement. F/u determined the pt had an increase in bending and lifting prior to the issue. The pt's lead was replaced on (B)(6) 2011. No further complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.